Event description:
The customer's wife stated that the customer was treated by paramedics, due to hypoglycemia. The customer's blood glucose reading at the time of the report was 258 mg/dl. The customer's wife stated that before the customer went to sleep, he was having difficulty priming the infusion set. The customer was connected during the manual prime and may have inadvertently delivered insulin into his body. The customer's wife woke up during the night and found the customer unresponsive. The customer was advised to never be connected to the insulin pump during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.